Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has not been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and wound dehiscence.

Event description:
Patient representative reported left side "capsular contracture (baker grade unknown), breast pain, open breast wound, and increased risk of alcl." Device has been explanted.